Event description:
It was reported that the anesthesia workstation switched from auto ventilation to manual ventilation unintentionally. There was no patient harm reported. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-c anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6887700.

Event description:
Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
According to the provided information, the customer solved the issue after cleaning the auto/man switch. No parts have been replaced and the anesthesia system is in working condition. No further issues have been reported after this reported event. The device logs were received and evaluated. The log shows that manual gas control was selected/activated and the ventilation type parameter was set to auto. It was thereafter set to manual ventilation and then changed to automatic ventilation again. The parameter change between automatic ventilation and manual ventilation has been changed four times during ventilation. The root cause of the reported issue has not been established by this investigation.

Event description:
Manufacturer's ref: #(B)(4).